Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to severe abdominal pain. It was stated that the insulin pump failed the displacement test and alarmed motor error several times. The device was not exposed to a high magnetic field. No further information was provided.